Event description:
It was reported that the unspecified bd nexiva catheter experienced a needle through catheter while introducing catheter. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. While attempting to place a new IV, the nurse was unable to thread the IV catheter into the vein, decided to pull the IV out to attempt another location and this is how the catheter looked when removed.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photo submitted for evaluation. The reported issue was confirmed upon inspection of the photo. Based on the evidence gathered, and on the verbatim stating that the defect was noticed after the catheter was pulled from the vein, the device was most likely pierced when performing venipuncture. Therefore, the probable root cause of the failure was user error. A device history record review could not be performed since a lot number was not provided.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Initial reporter phone #: an additional phone # was provided as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd nexiva catheter experienced a needle through catheter while introducing catheter. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. While attempting to place a new IV, the nurse was unable to thread the IV catheter into the vein, decided to pull the IV out to attempt another location and this is how the catheter looked when removed.